Event description:
Ogilvie syndrome with caecal perforation following cesarean section: a rare case report from jordan. This is a case study of a 32-year-old woman, 36+1 weeks pregnant, experienced labour pain, an emergency caesarean section was performed. The uterus was closed in two layers using continuous vicryl 0 sutures. The rectus sheath and skin were closed using continuous vicryl 2 and monocryl 2-0 sutures, respectively. Reported complications are n=1; 32-year-old woman -mild abdominal distention -complaining of severe diffuse abdominal pain of 1-day duration, radiating to her shoulders -vomiting -distension in her abdomen -huge pneumoperitoneum with diffuse abdominal wall emphysema and evidence of pneumatosis intestinalis seen involving the caecum and ascending colon, suggestive of bowel necrosis treatment: emergency laparotomy. In conclusion, os is a rare condition in women, often seen after childbirth or pelvic surgery, with an unclear cause but believed to be related to autonomic nervous system imbalance. Patients with abdominal pain and distension, without evidence of obstruction, should be evaluated for pseudo-obstruction using abdominal pelvic CT, and treatment may involve conservative measures, medication, and colonoscopic decompression.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: ann med surg (lond). 2024 aug 30;86(10):6261-6265. Doi: 10.1097/ms9.0000000000002524. Pmid: 39359750; pmcid: pmc11444571. Https://doi.org/10.1097/ms9.0000000000002524.